Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: customer mentioned when using the lithium heparin tubes with lot# 1014150 they underfill. She mentioned that only 25% of that lot# underfills. It has not been reported to bd in the past.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to 'underfill' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: customer mentioned when using the lithium heparin tubes with lot# 1014150 they underfill. She mentioned that only 25% of that lot# underfills. It has not been reported to bd in the past.